Manufacturer narrative:
A sample product was not returned for analysis. The complaint and product history cannot be reviewed as there was no device identifying information provided by the reporter. The root cause of the reported event cannot be determined; however, should additional reportable information become available, a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56. (B)(4).

Event description:
A facility representative reported a defect on an intraocular lens (iol) which was observed after implantation. The iol was explanted and a new lens was implanted with the same power. There was no patient harm reported. Additional information requested.

Manufacturer narrative:
Product evaluation: the product was returned. Blood and solution is dried on the lens. Haptic damage was observed. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. A qualified associated product was indicated. The viscoelastic indicated is not qualified for the lens/cartridge combination used. The root cause may be related to a failure to follow the directions for use (dfu). The file indicates the use of a non-qualified viscoelastic. The manufacturer internal reference number is: (B)(4).